Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl. She was also hospitalized with a collapsed lung and her blood glucose was running high, but she was not using her insulin pump at that time and her sensors were not working. Customer was experiencing sensor lost sensor alerts. Troubleshooting was performed. Nothing further reported.

Manufacturer narrative:
Four opened and used sensors were inspected and a bicarbonate buffer test was performed. All four sensor failed for low readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.